Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02554 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a posterior vaginal repair "no mesh posterior compartment" procedure on (B)(6), 2010. The patient returned to the physician on (B)(6) 2010, and reported some vaginal discharge, as well as some introital sensitivity. The examination was normal, the patient exhibited no mesh issues, and the mesh reportedly provided good support. The patient returned again on (B)(6), 2010, complaining of breast pain and some minimal urge incontinence. No mesh-related problems were noted. On (B)(6) 2010, the patient returned again, complaining of pain in her lower-left quadrant. The physician reportedly could not reproduce the patient's pain during pelvic examination; however, the physician was concerned that the patient's pain was related to diverticulitis. The patient also reportedly exhibited a functional ovarian cyst. All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02554 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a posterior vaginal repair "no mesh posterior compartment" procedure on (B)(6) 2010. The patient returned to the physician on (B)(6) 2010, and reported some vaginal discharge, as well as some introital sensitivity. The examination was normal, the patient exhibited no mesh issues, and the mesh reportedly provided good support. The patient returned again on (B)(6) 2010, complaining of breast pain and some minimal urge incontinence. No mesh-related problems were noted. On (B)(6) 2010, the patient returned again, complaining of pain in her lower-left quadrant. The physician reportedly could not reproduce the patient's pain during pelvic examination; however, the physician was concerned that the patient's pain was related to diverticulitis. The patient also reportedly exhibited a functional ovarian cyst. All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date. (B)(6).